Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they were hearing an alarm every 24 hours. It was disclosed by the clinic that the left ventricular (lv) lead alerted for an isolated drop in impedance. The lead remains in use with continued monitoring. No patient complications have been reported as a result of this event.